Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, when they attempted to deploy the stent, it was noticed that the guide catheter broke and was detached from the pull wire. The broken piece of guide catheter was retrieved using a snare and the procedure was successfully completed with this device. There "were" no serious injury or adverse patient effect as a result of this event.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, when they attempted to deploy the stent, it was noticed that the guide catheter broke and was detached from the pull wire. The broken piece of guide catheter was retrieved using a snare and the procedure was successfully completed with this device. There were no serious injury or adverse patient effect as a result of this event.

Manufacturer narrative:
(B)(4).  Block h10: a visual evaluation of the returned naviflex rx delivery system, the stent was not returned with the delivery system. The push catheter was kinked in several locations. The push catheter was cut to inspect the pull wire/guide catheter and it was observed that the pull wire was kinked in several locations and the guide catheter was detached from the delivery system and it was not returned with the device for analysis. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device.  A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can kink/bend the push catheter and pull wire. Once the catheter/pull wire are kinked, this would cause excessive friction between the components at kinked areas, this condition can result in difficulty to retract the guide catheter/pull wire, continued attempts to retract the guide catheter/pull wire or excessive force applied to the device in order to retract the pull wire/guide catheter can result in guide catheter detachment from the delivery system. Therefore, cause traced to component failure is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.